Event description:
Boston scientific received information that this right atrial (ra) lead was explanted and replaced. The patient had been scheduled for a device upgrade, from a single chamber pacemaker to a dual chamber pacemaker. During the procedure, this ra lead was found dislodged into the right ventricle. It was believed that the lead had dislodged shortly after implant in 2012. The device upgrade procedure was performed at a different facility than the initial implant procedure; as the implanted device was a dual chamber pacemaker, the device remained implanted with the new ra lead. No adverse patient effects were reported.

Manufacturer narrative:
The explanted lead was not returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.